Manufacturer narrative:
Additional information has been requested by the manufacturer. A follow-up report will be submitted if any additional information is obtained. The complaint investigation has not been completed. At the conclusion of the investigation, a follow-up report will be submitted with the appropriate evaluation codes.

Event description:
The customer reported via the sales rep (who was present at the procedure) that part of the device was snapped off. It is further reported that the surgeon was proceeding with the procedure when the 'wing-tip' or the part sitting over the screw was snapped off. It is further reported that the procedure was completed by using another device. It is further reported that there are no adverse consequences to patient or staff.